Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure and sample leakage the following information was provided by the initial reporter. The customer stated: "after centrifugation the stoppers are getting loose and has caused a sample spill."

Manufacturer narrative:
H.6. Investigation summary: "material #: 367986 lot/batch #: 2010629 bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for stopper pop off in centrifuge with the incident lot was not observed. Additionally, twenty-nine (29) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to stopper pop off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off in centrifuge. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure and sample leakage the following information was provided by the initial reporter. The customer stated: "after centrifugation the stoppers are getting loose and has caused a sample spill."

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tube there was stopper creep out or loose closure and sample leakage the following information was provided by the initial reporter. The customer stated: "after centrifugation the stoppers are getting loose and has caused a sample spill."

Manufacturer narrative:
H.6. Investigation summary; catalog number: 367812. Batch number: 2010629. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. 3 customer photos were received for review and analysis. The customer photo showed the customers used samples within their centrifuge buckets before and after centrifuge. The photos do not show signs of stopper pop off in the centrifuge. Therefore bd is unable to confirm the reported failure mode of stopper pop off in centrifuge the customer photos received. In addition, 29 retain samples were sent to franklin lakes for appropriate testing for 2nd stopper creepout. The samples were subjected to a 1st and 2nd stopper pullout test with 0 of 29 samples resulting in 2nd stopper creepout. Therefore, this complaint, stopper pop off in centrifuge, cannot be confirmed based on retain sample testing results. Therefore, bd is not able to confirm the customers reported failure mode of stopper pop off in centrifuge with the retain sample test results. Based on a review of batch records and the investigation results, no root cause from the manufacturing process has been identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.